Manufacturer narrative:
(B)(6). Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes s2 10ml experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: today in our intensive care unit a 10 ml syringe with high contamination was noticed.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 1912141 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, foreign matter was observed embedded into the barrel of the syringe. It has been determined that the embedded particles were introduced from the injection molding machine. During the production process, if gas expulsion is not completed correctly, gases may remain in the molding equipment, causing burnt syringe materials to remain in the mold. This is a cosmetic issue only, as the plastic piece is embedded into the barrel without the possibility of detachment. Due to the low occurrence of this issue, further action has not been determined necessary at this time. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that an unspecified number of syringes s2 10ml experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: today in our intensive care unit a 10 ml syringe with high contamination was noticed.